Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The implant doesn¿t hold a charge very long and they have to charge once a week for over a year. The patient was requesting a manufacture representative (rep) to set up an appointment to check the implant. The patient indicated that their healthcare professional (hcp) office does not contact a rep so patient services emailed local reps for the patient. The event began in 2018. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the implant not holding a charge and having to charge once a week for over a year wasn¿t determined. The patient reported that no actions/interventions were taken to resolve the issue. No further complications were reported.